Manufacturer narrative:
(B)(4). Batch # m55f0g. The analysis found that one ntlc75 device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon procedure, the device was used twice. Both staple lines showed badly formed staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.